Event description:
New information received notes the patient was stable pre, during and post procedure.

Event description:
It was reported that the left ventricular (lv) lead was not capturing. The lv lead was capped (B)(6) 2025 and replaced.